Event description:
The mid lad was planned to be treated during the index procedure. It is reported that the lesion had none/mild calcification and 60% stenosis. The lesion was pre-dilated. No device abnormalities were reported pre procedure. One resolute integrity rx stent was implanted but there was a delivery failure due to recoil. It was reported that the balloon of the device was inflated to 12 atm for 10 seconds. The lesion was post-dilated and the outcome of the delivery failure was reported as, "success after balloon dilation."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (incomplete stent apposition). Root cause of the issue cannot be determined.

Event description:
Correction - 5 day report checked in error in initial report. A 30 day report is correct.